Event description:
Based on previously reported adverse events (MFR report # 1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Event description:
Caller reported the advantage system gave blood glucose results of 137 mg/dl and 142 mg/dl within 10 minutes at a time when the customer was symptomatic of hypoglycemia. Daughter called emts, result on their system a half hour later was 39 mg/dl. Emts treated the customer for hypoglycemia. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
This same vial of strips was used with a different meter (B)(4).